Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23-feb -2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-90 lasso loop broke when it was turned with too much force. This occurred during use in a case with no patient effect.